Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device housing was cracked/damaged - gap, the trigger was sticky, failed leak tightness test, the moving parts did not move smoothly and would not run and device interaction (two+ devices) : difficult to assemble/disassemble. The device failed pretests for check general function of device, check for wear on housing, check fitting of the lid, check falling out protection, check roundness of housing, check for sticky triggers, check for mechanical free moving, check the cannulation of hand piece, check the attachment coupling, leakage test using bubble emission technique and general condition. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the battery reamer device trigger was sticky. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.